Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks from the device. After the second shock the patient presented to the emergency department for evaluation. No programming changes were made and the patient's physician was notified of the inappropriate therapy via the remote monitoring system. The patient was then seen in the clinic for troubleshooting. The episodes were due to oversensing of noise and t-waves, with a morphology change related to left bundle branch block. The device was reprogrammed from the secondary vector to the primary vector which allowed for a better r-wave to t-wave ratio. The noise was not able to be reproduced in either vector with arm and body movements. No adverse patient effects were reported outside of the inappropriate shocks received. The device remains implanted and in service.